Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was taken to operating room because they had signs of infection. Dr. (B)(6) removed all components and placed a cement spacer.